Manufacturer narrative:
The customer's battery was not returned to physio-control.  During the technical service update being performed to the device to resolve the reported issue (reference 3015876-01/06/2017-001c), it was observed that there was unrelated damage inside the device.  The customer then received a replacement device.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue.  The use by date of the customer's installed  battery was 2020-11-18 (lot code # 1447).  The third party service agent then installed a test battery and was able to confirm that the device would power on with the new battery and show ok on its readiness indicator.    The third party service agent then downloaded the device's electronic records and submitted them to physio-control for review.  Physio-control reviewed the electronic records and observed that on (B)(6) 2017, at the initiation of the full auto test, the device had 3/4 full battery and displayed ok on its readiness indicator. When the auto test had finished, it registered a depleted battery. The device had not been powered on by the user as of the beginning of the registered data on (B)(6) 2017.  The rapid nature of the battery depletion may delay, or prevent, defibrillation if it were necessary.  The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a third party service agent that the customer's device had a service wrench present on its readiness indicator and would not power on when prompted.   There was no patient use associated with the reported event.